Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An sentrant sheath was used in conjunction with a non-mdt stent graft limb in the endovascular treatment of a patient. It was reported during the index procedure that blood leaked from sheath's valve when used with the non-mdt stent graft limb. It was then reported that two or more catheters were inserted simultaneously and the cause of the blood leakage malfunction is suspected by the physician to be related to this off-label use. No additional clinical sequelae were provided and the patient is fine.